Event description:
The urologist claimed that the balloon of the foley was broken 1-2 days after being inserted to the patient. The customer requested an investigation report and replenishment for the affected item.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that "the urologist claimed that the balloon of the foley was broken 1-2 days after being inserted to the patient". Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual sample. Based on picture 2, there were scratch marks observed on the balloon surface of the sample. The presence of scratch marks may occur due to several reasons such as in contact with sharp object or pointed object during handling that render the balloon to burst. In current standard operating procedure, according to spm-a51-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed surface leaving such scratch marks on the balloon surface. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The urologist claimed that the balloon of the foley was broken 1-2 days after being inserted to the patient. The customer requested an investigation report and replenishment for the affected item.